Event description:
Customer called to report low blod glucose and hospitalized. It was stated that the reservoir was full before being taken to the hospital and was only half full on arrival. The reservoir door was open. Customer was unwilling to troubleshoot as the customer was late for a doctor's appointment.